Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left antebrachial shunt. The physician advanced a 5.0x40x40cm mustang balloon to dilate the lesion. The mustang balloon was inflated to 15 atms. On the second inflation, the mustang balloon ruptured at 20atms. The procedure was completed a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).